Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed exiting the infusion set tubing during the fill tubing step. Customer changed the cartridge and a cartridge change error occurred. Cartridge was reloaded and the reported issues were resolved. Customer's blood glucose was 185 mg/dl.